Event description:
While using a harmonic scalpel unit during a procedure, pt received minor burns to left lip angle, left buccal mucosa, left & right alveolus, and left lateral tongue. The scheduled procedure was a tonsillectomy & adenoidectomy. The equipment involved was the disposable hand piece.